Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: august 07, 2020 - august 10, 2020. H10: the actual device was not available; however, a photograph and three (3) companion samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The photograph showed fluid in the bladder and no evidence of a leak. A functional flow test was performed on the three companion samples and the results were within the product specification range. During and after filling the samples with dextrose solution, no leak was observed at the inlet valve level (fillport) or at other parts of the samples, and the elastomer (bladder) expanded completely without any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified drug leaked from the "inlet valve level" of a folfusor sv (small volume). This was identified prior to patient use. There was no patient involvement. No additional information is available.